Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 to report a hardware error on (B)(6) 2014. Patient's wife reset the receiver and it resolved the issue. Patient's wife did not report any injury or medical intervention.